Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 1,300 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include being non-responsive, dizzy, disoriented, fainting, extreme thirst and, frequent urination. The patient reports they are blind. Once at the hospital the patients pod was removed. The patient was placed on a special diet and was treated with insulin. The patient was in the hospital for 4 days.